Manufacturer narrative:
The lens was returned inside folded gauze material inside a biohazard bag. Viscoelastic was dried on the lens. The optic was cut into two portions, typical in appearance to damage during removal from the eye. The optic has multiple areas of scratches on the anterior and posterior surface. The optic edge has two areas that are broken. The broken edge material was not returned. One optic portion was cracked in the outline of an instrument used to grasp the lens. The lens was cleaned to remove the dried viscoelastic and further evaluate. The lens was allowed to air dry. There were no haze artifacts observed on the lens anterior or posterior. Product history records were reviewed and documentation indicated the product met release criteria. The root cause could not be determined for the reported issue of opaque/haziness on lens. A haze artifact was not observed on the anterior or posterior optic surfaces. Areas of scratch damage were observed on the optic. It is unknown if these scratched areas were interpreted as the reported complaint. There was one other complaint in this lot. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported to an account manager that an intraocular lens (iol) was explanted the day after implantation due to opaque/haziness on lens. The replacement lens was implanted without complications and the patient is reported to be well. Additional information was requested.